Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up post device change and check a right ventricular warning showed a switch to unipolar pacing and noise was seen as well as loss of capture resulting in asystole for two seconds. Technical advice was requested. Boston scientific technical services (ts) noted that the lead safety switch switches pacing and sensing to unipolar when the daily measurements record a bipolar pacing impedance which is out of range. Ts discussed a possible competitor lead issue. Ts discussed a possible lead revision. No adverse patient effects were reported. At this time the system remains implanted.